Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while clearing the line of air, the extensions separated at the y-site. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a y-site separation was confirmed and replicated. Visual inspection observed that the tubing from the set was completely separated from the y-connector. Visual inspection under magnification indicated that there was sufficient bonding solvent. Dimensional testing was performed; the outside and inside diameter of the tubing measurements were within the specification. Functional testing was not performed as the returned set tubing was already separated at the engagement of the tubing and the bi-fuse y-site. The root cause of the separation was a manufacturing error of not inserting the tubing completely into the y-site.